Event description:
A hospital in (B)(6) reported via our distributor that when an mr290 vented autofeed humidification chamber was connected to a water bag during set up the "water supply exceeded the maximum water level line". This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber has not been returned to the manufacturer for evaluation. Without the complaint device we are unable to determine what may have caused the problem observed by the customer. A lot check revealed no other complaints of this nature for this lot number. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line.

Event description:
A hospital in (B)(6) reported via our distributor that when an mr290 vented autofeed humidification chamber was connected to a water bag during set up the "water supply exceeded the maximum water level line". This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.